Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (b)(60 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's mother to update the smart device, close all running background applications, reset the bluetooth, and re-pair the transmitter with the smart device. No additional patient or event information is available.